Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart during the troubleshoot process for low blood glucose. The customer's blood glucose was 340 mg/dl. The customer was unable to continue to troubleshoot to check the settings because she had no supplies in order to get past the rewind process. She had discontinued use of the insulin pump by the time of the call. The customer stated that she was calling to get information about getting back on insulin pump therapy after having been off of it for 2 years.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.